Manufacturer narrative:
Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the known part and lot numbers found no related manufacturing deviations or related anomalies. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required for the remaining provided part codes were not provided. A search of the complaint database found no prior reports for the metal insert part and lot number combination; one prior report for the head part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's surgeon reports synovitis of the left hip with secondary loosening of the femoral stem. Doi: (B)(6) 2008 - dor: none reported (left hip) doi: (B)(6) 2008 - dor: none reported (right hip). Update 06/11/2012 - litigation papers received. The MDR decision is being reversed for the right hip. It was discovered that the left side products are a duplicate of a separate complaint and have been rejected. The litigation provided information that allowed us to find an invoice, lot numbers have been added. The devices associated with this report were not returned. Review of the device history records for the known part and lot numbers found no related manufacturing deviations or related anomalies. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required for the remaining provided part codes were not provided. A search of the complaint database found no prior reports for the metal insert part and lot number combination; one prior report for the head part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Update 04/23/2013 - re-open to add medical records review to complaint investigation. Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Added 02/27/2015: pfs and medical records received. Update rec'd 07/15/2014 - sales rep reported revision surgery. Patient was revised to address osteolysis. Upon revision, corrosion between the stem, trunnion and femoral head and corrosion between the proximal sleeve and stem interface. Osteolysis in the proximal depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal insert. Per procedure, these devices are exempt from device history record review. No other related reports are found against the remaining product/lot code combinations. Xrays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Patient's surgeon reports synovitis of the left hip with secondary loosening of the femoral stem. **update** (B)(4) 2012- litigation papers received. The MDR decision is being reversed for the right hip. It was discovered that the left side products are a duplicate of a separate complaint and have been rejected. The litigation provided information that allowed us to find an invoice, lot numbers have been added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.